Event description:
During a ptca procedure involving a lesion in the lad, the shaft of the catheter fractured during advancement into the guide catheter. No patient injuries of complications were reported.